Event description:
New information states that the interrogation of device shows episodes of non-sustained right ventricular oversensing with inhibition of pacing due to lead noise. The lead was reprogrammed. On (B)(6) 2020 the patient presented for a lead revision procedure, but the physician was unable to get access to the vein for the new lead. The patient was discharged and would continue to be monitored at this time.

Manufacturer narrative:
Additional information: event or problem description.

Event description:
New information states that the pace sense portion of the lead was capped and replaced on (B)(6) 2020. The patient did not experience any negative effects.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine 3 month interrogation. Upon interrogation, it was noted that the right ventricular lead exhibited intermittent noise with an alert of non-sustained right ventricular oversensing. The lead was reprogrammed. The patient was stable.